Event description:
Patient demographics: (B)(6), male. Patient history and comorbidities: degeneration, smoking, diabetes. Surgical indication: radiculopathy multilevel ddd w/c degeneration. It was reported that the patient presented for surgery with radiculopathy and multi-level ddd. The patient underwent a procedure for l2-s1 posterolateral fusion with cdh m8 instrumentation, rhbmp-2/acs, local bone, and cancellous chips. At 1 month post-op the patient had a skin/soft tissue infection at a site distant from the implant site that was determined related to the surgical procedure. At 3 months post-op there was a disassembly of the implants and the patient underwent additional surgery for hardware revision.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).